Event description:
It was reported that the patient's blood glucose level rose to 407 mg/dl while wearing the pod between 5 and 24 hours. The patient reported that the pod was activated in the evening. During the night, they developed high blood glucose levels. Once the patient awoke, they administered a manual injection at 6 am which lowered their blood glucose level. The patient confirmed that the pink slide did move forward and the cannula inserted ¿very shallowly¿ into the skin. The adhesive was secure during wear and there was no insulin leakage. Upon removal of the pod, it was determined that the cannula was bent. No alarms or alerts were received. No medical intervention was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone: lockdown omnipod 5 software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.